Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise, noted on stored egm. The device was reprogrammed. Since the patient paced less than 1% in the ventricle, the physician decided to monitor the patient. The patient was stable before, during and post device interrogation.